Event description:
Complainant alleged that the medics were monitoring a pt. The first analysis of the pt's heart rhythm resulted in a "shock advised" prompt. The medics defibrillated the pt. The second analysis of the pt's rhythm again resulted in a "shock advised" prompt. The pt was defibrillated a second time. The pt subsequently expired. The complainant's subsequent review of the analysis algorithm from the event, indicated that the second "shock advised" prompt may have been inappropriate, as the pt may have been presenting a pulseless electrical activity heart rhythm.